Event description:
It was reported that the right atrial (ra) lead triggered a warning for a polarity switch, but the interrogation report did not show the date of the polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).